Manufacturer narrative:
Device received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify a33 alarm, missing segment/partial display and frozen screen due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor system. Customer was unable to clear the alarm. Customer heard high frequency noise on the insulin pump while walking in the house and it shut down. Customer stated that insulin pump screen was not completely blank. Customer was calling back with a frozen display after installing a new battery for previous frozen display issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.